Event description:
Customer reports the use by date on the active test strip vial as 2009. Manufacturer's electronic inventory system confirmed the actual use by date to be 2009. No adverse event reported. Requested return of suspect device and replacement was sent.